Event description:
Boston scientific provided the following information: rv lead triggered safety switch to unipolar on (B)(6) 2024. Rv lead impedance was gradually trending down over 12 months and dropped suddenly from 500 ohms to <200ohms in feb and safety switch occurred. Could not test impedance in bipolar, but threshold testing in bipolar showed no capture at 3.5v. Patient sent for new lead this week. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.